Event description:
In 2004 a male patient sought treatment from a physician for a long standing history of gastro-esophageal refulx disease. At that time the patient's dosage of nexium was increased and a test was ordered to assess the current status of the patient's esophagus. The test revealed erosions of the lower third of the esophagus and a hiatal hernia. A biopsy of the esophagus was also preformed, and confirmed reflux esophagus was also performed, and confirmed reflux esoghagitis and chronic superficial gastritis. A follow-up appointment with the doctor occurred on one month later. It was determined that the patient was not responding to the increased dosage of the medication, so the doctor increased the frequency of the medicine and discussed the use of enteryx to further treat the patient's complaints. Fifteen days later the doctor performed a therapeutic enteryx procedure on the patient. Sometime subsequent to the procedure the patient complained of severe throat and an epigastric pain, fever and the inability to sleep. Patient continued to see doctor without any relief to his reported complications. Patient received a second opinion from another physician in june of 2004 for relief of the reported pain and inability to swallow food or liquid. Patient continued to see this physician who performed surgery on the patient which helped relieve the esophageal stricture that had reportedly developed as a result of the enteryx procedure.